Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when introducing the trocar, the blade did not retract after passing the abdominal wall. The blade inclusively perforated a pt's organ, a situation that was promptly resolved by the surgeon with mono polar energy on the small lesion.